Event description:
This spontaneous case report was received by regulatory authority in (B)(6) on 15-mar-2016 from a (B)(6) female consumer and forwarded to bayer on 04-aug-2016. On (B)(6) 2009, essure (fallopian tube occlusion insert) was inserted. On (B)(6) 2009 the consumer experienced placement painful, complication of device insertion, and the right side went well; the left side took 20 minutes. She had pelvic pain, itching skin, irregular bleeding or breakthrough bleeding, pain during ovulation, abdomen pain, head pain, groin pain, dizziness, loss of libido, tiredness, insomnia, brain fog, swollen abdomen, menopause complaints, short of breath, skin feels cold, but is warm and shoulder arthrosis. Blood tests and ultrasound scan were performed but results were not mentioned. The influence of essure in her daily life included work-related problems. According to her gynecologist, in 2014 the consumer was in the menopause, last year mesh was inserted because of a small inguinal hernia. It was not clear whether the symptoms were caused by the essure or the mesh. Essure removal was planned. This non-medically confirmed spontaneous case report received via regulatory authority refers to a (B)(6) year-old female consumer in (B)(6) who had essure (fallopian tube occlusion insert) inserted and had pelvic pain. She was planning to remove essure. Pelvic pain is listed in the reference safety information for essure. Since essure may cause pelvic pain and considering that in this case there is no alternative explanation, a causal relationship with essure inserts cannot be excluded. This case is regarded as incident since device removal will be required. A product technical complaint analysis is being sought. No further information will be obtained.

Manufacturer narrative:
Quality-safety evaluation of ptc received on 06-oct-2016: ptc global number: (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Device similar incident listing the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 11-oct-2016 for the following meddra preferred terms: pelvic pain: the analysis in the global safety database revealed 1642 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Company causality comment: this non-medically confirmed spontaneous case report received via regulatory authority refers to a (B)(6) female consumer in (B)(6) who had essure (fallopian tube occlusion insert) inserted and had pelvic pain. She was planning to remove essure. Pelvic pain is listed in the reference safety information for essure. Since essure may cause pelvic pain and considering that in this case there is no alternative explanation, a causal relationship with essure inserts cannot be excluded. This case is regarded as incident since device removal will be required. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. No further information will be obtained.